Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge change error messages with multiple cartridges. Additionally, the customer reported an inaccurate fill estimate. The customer was able to load a new cartridge successfully and receive an accurate fill estimate. There was no impact to the customer's blood glucose level. It was confirmed that the customer has insulin pens available as alternate insulin therapy.

Manufacturer narrative:
Fill estimate issue: no failure identified.